Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip damaged occurred after a full recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device and delivery system (wds) was advanced and deployed. The patient's laa was very complicated and several partial recaptures were performed to reposition the closure device. Finally the physician fully recaptured the closure device and found that the tip of the wds was deformed and loose. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was further reported that the anchor may have been deformed causing the closure device to become unstable.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the product return consisted of a watchman delivery system (wds). The device was bloody, with the core wire outside of the sheath, and the implant was attached to the core wire. The hub, sheath, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed anchor damage, tip damage (tricuts flared and bent back over the markerband/abrasions/slight separation of layers), sheath damage(abrasions) and sheath kinks/buckling over an area of the sheath approximately 14cm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip damaged occurred after a full recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device & delivery system (wds) was advanced and deployed. The patient's laa was very complicated and several partial recaptures were performed to reposition the closure device. Finally the physician fully recaptured the closure device and found that the tip of the wds was deformed and loose. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.